Event description:
Report received of the device being found powered off and unplugged with no audible alarm. In 2004, at an unspecified time, the pump was programmed to deliver 75mg of integrilin in 100ml at an unspecified rate. On the following day at 0530, the nurse entered the patient's room and found the device "off and unplugged." The nurse reported that "no one heard any beeping." The nurse plugged the device back into ac power and reprogrammed it to deliver at an unspecified rate. The infusion reportedly continued until completion without incident. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. The pump history indicates that in 2004 at 2050, line a of the pump programmed in the dose calculation mode, with a drug concentration of 75mg, diluent 100ml, weight 78.6kg, a vtbi (volume to be infused) of 219ml, a dose of 2mcg/kg/min, with a calculated rate of 12.6ml/hr, for a duration of 17 hours and 23 minutes, and the delivery was started. At 2304, the device alarmed for warning battery service and delivery stopped. At 2306, the device alarmed for idle infuser. At 2307, the device was powered off. On the next day at 0428, the device was powered on. The volumes on line a and line b were cleared. At 0429, line a was programmed in the ml/hr mode to deliver at a rate of 12.6ml/hr with a vtbi of 200ml and a duration of 15 hours and 52 minutes and the delivery was started. At 1010, the delivery was stopped. At 1018, the device was powered off.